Event description:
It was reported that the implantable loop recorder (ilr) showed noise and asystole episodes on the day of implant. It was noted that the episodes were most likely due to over/undersensing when the pocket was new. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).